Event description:
Hill-rom technical support received a report from the account stating the brake casters will not hold in brake. The bed was located in med surg at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support representative quoted the brake caster part numbers to the account over the phone to resolve the issue. A search of the hill-rom maintenance records could not be performed since the serial number of this bed is not known. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support contacted the customer two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.